Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges would not slide onto the pump and that the contact applied a lot of pressure to "snap" the cartridge into place. The contact was able to load a cartridge and the user's blood glucose level was not impacted.